Manufacturer narrative:
The tech found the right foot caster broken at the stem and the brake rod located on the head casters backed out from the brake bar and the plastic bushing was broken. Repairs have not been completed.

Event description:
Info received indicates the brakes were not holding on this bed and a pt fell, however, no injuries were reported.